Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4).

Event description:
It was reported that the filter basket could not be retrieved. Vascular access was obtained via the right femoral artery. The 90% stenosed target lesion was located in the moderately tortuous right internal carotid artery. A filterwire ez¿ embolic protection system was selected for use. During the procedure, when the physician inserted the filterwire¿ for retrieval using its retrieval catheter, it was noted that the filter basket could not go through the wire exit port and was unable to be retrieved. Consequently, the physician unpacked a new filterwire¿ and utilized the retrieval catheter to retract the filter basket successfully. No further patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device returned loaded in his original hoop, however, only the delivery sheath slit was returned by the customer and does no have any visible damage. Functional inspection could not be performed since only the delivery sheath slit was returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported that the filter basket could not be retrieved. Vascular access was obtained via the right femoral artery. The 90% stenosed target lesion was located in the moderately tortuous right internal carotid artery. A filterwire ez embolic protection system was selected for use. During the procedure, when the physician inserted the filterwire for retrieval using its retrieval catheter, it was noted that the filter basket could not go through the wire exit port and was unable to be retrieved. Consequently, the physician unpacked a new filterwire and utilized the retrieval catheter to retract the filter basket successfully. No further patient complications were reported and the patient's status was good.